Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During the repair of the unit for complaint # (B)(4) it was discovered that the unit repeatedly failed the drive manifold test. The drive manifold was replaced and the unit ran without further issue. There was no patient involvement.

Manufacturer narrative:
During a service repair of the unit it was also found that the unit repeatedly failed the drive manifold test. To fix the issue the fse replaced the drive manifold and the unit ran without further issue. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.